Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was in back-up mode due to event queue overflow. The patient was brought into clinic and the pacemaker was reprogrammed on (B)(6) 2022. The patient was in stable condition.